Event description:
(2/3, reference (B)(4) for related complaints) (documenting pump 2) it was reported no disposable alarm on both pumps while using 100 ml cassette with flow stop lot number 4153887, expiration date 06/23/2026. Current pump rate is 43 ml per 24 hrs with 85.7 ml remaining in cassette at time of alarm. No further details provided. No patient injury.